Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21334. It was reported the patient experienced ineffective stimulation. Subsequently, the leads were explanted and replaced. Effective stimulation was restored following surgical intervention.